Event description:
It was reported the implantable neurostimulator (ins) on the right side had moved and slid down into the breast which caused difficulty recharging. It was stated they had difficulty recharging the right ins. It was noted it took longer to charge because it was difficult to maintain the antenna position. It was noted they were able to get 8 coupling bars but the ins would move during recharging. It was stated they used to be able to charge from halfway to full in 30-40 minutes but at the time of report it could take 3 hours. It was stated the ins began to move 3 months prior to report. It was further reported impedance testing was performed. It was noted the cause of the issue was not determined. It was stated the patient received effective therapy at the time of report.

Manufacturer narrative:
Concomitant products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 64001, lot# n247539, implanted: (B)(6) 2010, product type adapter; product ID 3387s-40, lot# v010026, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37651, serial# (B)(4), product type recharger; product ID 64001, lot# n247537, implanted: (B)(6) 2010, product type adapter; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v055601, implanted: (B)(6) 2007, product type lead; product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received from consumer reported that the patient had their batteries replaced in 2014. The batteries replaced because one of the batteries had "slipped and dropped down".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was moved superior and sutured so it would not move. The reporter confirmed that the patient stated that it took a long time to recharge. The surgeon made the implant depth of the ins 1 cm. It appeared to be deeper prior to altering the pocket. No problems were found when an electrode impedance check was performed.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 64001, lot# n247539, implanted: (B)(6) 2010, product type: adapter. Product ID 3387s-40, lot# v010026, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 64001, lot# n247537, implanted: (B)(6) 2010, product type: adapter. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3387s-40, lot# v055601, implanted: (B)(6) 2007, product type: lead. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the last time the patient was seen the battery was charged at 75% and on the date of this report they were only able to charge to 25% and it was not holding a charge. The patient had an appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 64001, lot# n247539, implanted: (B)(6) 2010, product type: adapter. Product ID 3387s-40, lot# v010026, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 64001, lot# n247537, implanted: (B)(6) 2010, product type: adapter. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3387s-40, lot# v055601, implanted: (B)(6) 2007, product type: lead. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that there was a revision to suture the implantable neurostimulator (ins) to the clavicular fascia. It was no ted that it was not sutured originally at implant and the patient had noticed it moving when lying down. It was further noted that the patient had two rechargeable devices and only one needed suturing. There were no issues with recharging and the revision was scheduled for (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.